Manufacturer narrative:
510k: this report is for an unknown screws/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2017, the patient had a road accident and sustained fracture in the left humerus, as well as dislocation of the elbow associated with a fracture in the right forearm. An osteosynthesis was performed on (B)(6) 2017. On (B)(6) 2017, the patient underwent a revision surgery due to breakage of the plate. On (B)(6) 2017, it appeared that the osteosynthesis material placed in the right forearm also had fractured. Another surgery was performed on (B)(6) 2017 to remove material and place a bone graft in the level of the right iliac crest and a new osteosynthesis by plate for treatment of pseudoarthrosis of the right ulna. On (B)(6) 2018, a correction of nonunion was performed to patient due to lengthening of the ulna with bone graft. It was unknown if there was surgical delay. Surgical procedure outcome and patient outcome were unknown. This (B)(4) captures the 3rd revision surgery on (B)(6) 2018 which involved a correction of nonunion due to lengthening of the ulna with bone graft; related complaint (B)(4) captures the 1st revision surgery on (B)(6) 2017 which involved the breakage of the plate while related complaint (B)(4) captures the 2nd revision surgery on (B)(6) 2017 that involved breakage of material placed in the right fore-arm. This report is for unknown number of unknown screws. This is report 2 of 2 for complaint (B)(4).

Event description:
On (B)(6), 2018, the patient underwent lengthening of the ulna with bone graft and correction of a non-union to cure the pseudoarthrosis of the right ulna. It was unknown if there was surgical delay. Surgical procedure outcome and patient outcome were unknown.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: corrected data: event: correction to part of the event description. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.